Event description:
It was reported the device was explanted and replaced with a competitor device due to site dehiscence. Patient is pacemaker dependant. The device therapy was deactivated per patient and physician request due to hospice end stage heart failure. The patient died forty seven days after device explant on (B)(6)-2010. The cause of death was reported as "progressive cerebellar dysfunction". There is no allegation from a health care professional that the death was device lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.